Manufacturer narrative:
The device has not been returned for analysis. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
Office reported that a silent nite gl hinge is detaching from the acrylic right side, it's loose and bent. The patient started using the appliance on (B)(6) 2024. On (B)(6) 2024 the patient reported that one of the hinges appears bent, the other hinge is separating from the appliance and loses its advancement setting with use. (The advancement has to be set every few days). A first appliance was issued and had to be remade due to bite being too large. Parts were used from this device for the second appliance due to parts being in backorder. The device was cleaned with ultrasonic cleaner with water prior to delivering to patient, the patient-maintained appliance by using small ultrasonic cleaner with water. Per the provider the patient is still using the device and will return once a new one is provided. No other issues reported.

Manufacturer narrative:
Additonal information h11. A non-visual device investigation has been completed and the results are as follows: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. However, pictures were provided by the customer. The pictures were reviewed and it appeared that the hinges were bent and the screws of the hinges was detaching from the retention clip. Root cause description. The probable root cause for the screws of the hinges separating from the device could have been due to the glue that was holding the hinge had came off which would have caused the hinge to break off. Per the reported information, when the device was received, it appeared that one of the hinges was bent. With one of the hinges already bent, this could cause the rod to be stuck while the device was being used. The separation of the screws of the hinges from the device could have also played a factor in the rods getting bent as well. Corrective action. No corrective action is warranted at this time. Complaint handling team will continue to track and trend for similar incidents. Fmea review results. In reviewing rpt-012650 rev 5 - silent nite sleep appliance with the glidewell hinge-risk management report, the reported issue has already been identified under the "customer-related" process aspect. · failure mode - glue holding hinge is starting to come out. Button/anchor popped off/ detached. · causes - insufficient retentive countour on the clip. · effects - hinge comes out (or loosens). · severity - 1 (negligible - no harm to user or patient or minor nuisance. No adverse health consequence. Medical device is inoperable but will be discovered before leaving glidewell) · occurrence - 1 (remote - singular events, generally associated with special cause) · risk mitigation - redesign retention clip to have greater retentive contour with wings. · rpn final - 1 (low risk). This is not a new failure. In reviewing rpt-012650 rev 5 - silent nite sleep appliance with the glidewell hinge-risk management report, the reported issue has already been identified under the "design and development" process aspect. · failure mode - telescopic rod bends during use. · causes - telescopic rod gets stuck while wearing the appliance. · effects - device is ineffective requiring remake of the device. · severity - 2 (minor - transient harm not requiring medical or additional surgical intervention. Transient harm includes postoperative pain that can be managed with medication. It may also include increased hospitalization time. Significant inconvenience to physician or patient. Medical device is inoperable but will be discovered by the clinician or technician before use.) · occurrence - 1 (remote - singular events, generally associated with special cause) · risk mitigation - the telescopic rod's end preemptively has been beveled and its indicator markings have been made very shallow in depth to ease movement of the telescopic rod. Refer to rpt-013038. · rpn final -2 (low risk). The manufacturer internal reference number is: (B)(4). .